Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose : chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose: chapter 4/page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes: chapter 11/page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes: chapter 11/page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized from monday till wednesday with diabetic ketoacidosis (dka), acute kidney injury (aki), and dehydration. Patient¿s blood glucose (bg) levels reached 353 mg/dl while wearing the pod for longer than 48 hours on the infusion site (leg). They tried to bolused through the pod and on monday the patient had 3u of insulin via manual injection. The doctor at the hospital stated that the site where the pod was located was tough and could be the reason why the insulin was not absorbed. Patient had high ketones. The patient was treated with correction to bg levels, acid levels, fluids via intravenous, novalog to bring sugar down, for dka patient was given 10u injectable every day at bedtime, and insulin lispro 1u for every 12g injectable. The patient¿s mother changed the patient¿s basal programs after the hospital; from 12am to 6am it was 0.45u to 0.55u, 6am to 8pm from 0.70 to 0.75u, and 8pm to 12am from 0.45 to 0.55u. Patient¿s history: 5:30am bg was 335 mg/dl; 6:01am bg was 263 mg/dl; 11:15am bg was 312 mg/dl; 1:45pm bg was 353 mg/dl; 2:34pm bg was 340 mg/dl.